Event description:
The customer's wife reported that when the customer felt like having a low blood sugar, a reading on his freestyle meter was showing 216 mg/dl. Shortly after getting tested, the customer became dizzy, disoriented and sweaty while driving a car. He pulled over the car and was transported to the ER by a police officer. Based on the reading of 40 mg/dl on the hospital's meter, the customer had been diagnosed with severe hypoglycemia and given an IV drip.

Manufacturer narrative:
Internal identifier(s): the complaint was not confirmed and no new issues were observed, all results were within the range specification during control solution testing.